Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5035612.

Event description:
It was reported that the patient underwent a revision procedure to reposition the lead because the lead was not implanted in the right place. The patient experienced inadequate stimulation and did not have much clinical benefit from the lead. The boston scientific representative did not know which of the two implanted leads was the right lead that was repositioned. The patient is doing well postoperatively.